Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0295617. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: hospital CT room is in use, item number: 383078. During the high-pressure angiography of the patient, the straight port was broken, and another indwelling needle was used later. The patient was not injured, and the damaged indwelling needle was disposed of as a harmless medical device contamination.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english: hospital CT room is in use, item number: (B)(6). During the high-pressure angiography of the patient, the straight port was broken, and another indwelling needle was used later. The patient was not injured, and the damaged indwelling needle was disposed of as a harmless medical device contamination.